Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports having extreme pain at level 7 in the teeth, jaw, and face since starting these aligners two weeks ago. The patient states the doctor advised of the issues with byte and that due to the pain being experienced, it was recommended to stop wearing the aligners immediately/medically inappropriate. Additionally, patient noted excessive bleeding, periodontitis, inflammation, sensitivity, and discomfort was being experienced. Subsequent information provided by the attending neurology and tmj treatment specialist stated the patient has experienced significant tooth pain, trigeminal nerve pain, and severe temporomandibular joint pain bilaterally which includes popping, clicking, and difficulty chewing. Therefore, the patient has been advised to discontinue byte treatment immediately due to worsening symptoms.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.